Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture; baker grade unknown, breast implant rupture and ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 375cc mentor memorygel breast implants on both sides and was presented with right side capsular contracture; baker grade unknown, right side breast implant rupture and bilateral ptosis. As a result, the devices were explanted, and replaced with non-mentor devices on (B)(6) 2019. This report is for the patient¿s right-sided device.